Manufacturer narrative:
See MFR. Report #3004209178-2016-24763 regarding other issues the patient had experienced with the device.

Event description:
Information was received from a patient implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that the patient had experienced a loss or change of therapy and therapy didn't work, especially during the night. The device was on the right side, the patient fell on her left side four months prior to (B)(6) 2016, and therapy was not working the last few months prior to (B)(6) 2016. She did not feel stimulation and therapy was on. She increased stimulation from 1.4 volts to 3 volts on program 3 with no stimulation sensation. She switched to program 4, increased to 4 volts, and felt stimulation in the correct bicycle seat area. The patient¿s medical history included arthritis and three bulging discs which had caused pain for the past three years.

Event description:
Additional information was received from a consumer. It was reported that the patient experienced a loss or change of therapy. The patient¿s bladder was out of control and it started out bad during the night and now it was out of control during the daytime too. It was noted that there were no medical/electromagnetic interference that could be related, but the patient did have a major fall probably 6-7 months ago. The patient did not feel stimulation and the therapy was on at program 4 at 4.9 volts. The patient increased to 7.3 volts and felt it in the correct area (i.e., bike seat), but it was too high and hurt. The patient decreased it down to 7.1 where they didn¿t feel it. The patient was advised to give it 2-3 days and if it did not get better, to re-contact the manufacturer for additional adjustments. It was noted that the patient had severe arthritis, three bulging discs, and got steroid shots in their back and they burned the nerves. No further complications were reported/anticipated.

Event description:
Additional information was received from the patient and it was reported that it was not working and she had no control of her bladder. The patient reported that she can¿t even get to the bathroom. The patient reported that she was on program 4 at 3.8 and increased to 4.9 volts.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.